Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window, missing end cap sticker, cracked case on the display window corners and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 138 mg/dl at the time of the call. The customer stated that the drive support cap is protruding out. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.